Event description:
Four days after the tracheal tube was intubated, an attempt was made to pass a suction tube through the intubation tube, but it did not pass. It was determined that it was kinked. " the information was provided by the chief anesthesiologist and the location is ICU. Four days after the tracheal tube was intubated, an attempt was made to pass a suction tube through the intubation tube, but it did not pass. It was determined that it was kinked. The tracheal tube was then removed and reintubated. Since the tracheal tube was fixed with a bite block, it is possible that the kink was caused by the bite block, but the specific cause of the kink is unknown."

Manufacturer narrative:
Patient had to be re-intubated, as they had an interference with ventilation. Complaint confirmed with customer photo. Sent request to the supplier to investigate for root cause. Reviewed the complaint history and there was no trending. Performed a risk analysis with RMA-20024b and the severity rating of the complaint is 7/10. Received suppliers results and sent to the customer as customer resolution.

Event description:
Four days after the tracheal tube was intubated, an attempt was made to pass a suction tube through the intubation tube, but it did not pass. It was determined that it was kinked. " the information was provided by the chief anesthesiologist and the location is ICU. Four days after the tracheal tube was intubated, an attempt was made to pass a suction tube through the intubation tube, but it did not pass. It was determined that it was kinked. The tracheal tube was then removed and reintubated. Since the tracheal tube was fixed with a bite block, it is possible that the kink was caused by the bite block, but the specific cause of the kink is unknown."

Manufacturer narrative:
Patient had to be re-intubated, as they had an interference with ventilation.